Manufacturer narrative:
(B)(4). The opt94x interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: two opt944 (medium size) and one opt946 (large size) were received at fisher & paykel healthcare, (B)(4), and were visually inspected. The opt946 cannula was from lot 151218, manufactured on december 8, 2015. One opt944 cannula was from lot 160308, manufactured on march 8, 2016. No lot information was provided for the second opt944 cannula. Results: visual inspection of the subject cannulae revealed that in all three cases the tubing was detached swivel connector. We have not received any other complaints for either of the lot numbers provided. Conclusion: the observed damage is most likely the result of pulling on the cannula tubing with undue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt94x nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares; cannula can become unattached if not used with the head strap clip; attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy; failure to use the set-up described above can compromise performance and affect patient safety. Our optiflow production team has been notified of this failure. They have carried out an internal review of the manufacturing process and production staff have received additional training to ensure they are following the correct assembly procedure.

Event description:
A hospital in the (B)(6) reported that three opt946 nasal cannulae came apart between the tubing and the connector. In one case a patient on nasal high flow oxygen therapy began to desaturate despite increasing fio2 delivery; as the patient was being transferred back to bed staff noted that the cannula tubing had become detached from the connector. It was further reported that the patient's spo2 dropped to 58% and they were put onto non invasive CPAP ventilation for 10 hours until stable enough to be weaned back onto nasal high flow therapy. No patient consequence was reported for the other two incidents.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that three opt946 nasal cannulae came apart between the tubing and the connector. In one case a patient on nasal high flow oxygen therapy began to desaturate despite increasing fio2 delivery; as the patient was being transferred back to bed staff noted that the cannula tubing had become detached from the connector. It was further reported that the patient's spo2 dropped to 58% and they were put onto non invasive CPAP ventilation for 10 hours until stable enough to be weaned back onto nasal high flow therapy. No patient consequence was reported for the other two incidents.